Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, an o2 sensor error occurred. It was not solved by o2 sensor calibration. There was no medical intervention or adverse pt effects reported.